Manufacturer narrative:
On 9-apr-2024, additional event information was received indicating the fully recovered and the patient has discharged from the hospital. Additional concomitant product details were received and added to section d10. Concomitant medical products and therapy dates. Initial reporter details were also provided and have been added to section e. Initial reporter. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced cardiac tamponade that required pericardiocentesis. For a pulmonary vein isolation (pvi) procedure, in order of right pulmonary vein (rpv) and left pulmonary vein (lpv), the ablation was performed. Approximately three hours after the start of the ablation, at the timing of ablating on lpv, slight decrease in blood pressure was observed. After blood pressure reduction was confirmed, pericardial drainage was performed. Blood pressure was stabilized, and the procedure was immediately finished without additional sessions etc. The patient was to be followed up in the intensive care unit (ICU). Atrial septal puncture was performed with rf needle. Pulmonary vein isolation was performed before pericardial effusion or tamponade was confirmed. The physician commented that steam pop could not be felt. The physician's opinions on the relationship between the adverse event and the product is that there were no problems or concerns with the products. No char was adhered to the catheters (checked at the time of catheter removal as appropriate). The major cause was that the patient¿s body movement and respiratory control which were very difficult. It was not clearly known where cardiac tamponade specifically occurred. There were no abnormalities observed prior to or during use of the bwi product. Additional information was later received indicating the patient improved. No error messages observed on biosense webster equipment during the procedure.

Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 31156462l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. E1. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).